Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on 5/22/2023 during routine incoming inspection of a loaner set at the mooresville md dc, it was observed that material ao handle torque limiting3.0nm was found to be out of drawing specification. There was no known patient or hospital involvement. All information regarding this event has been reported. This complaint involves one (1) device. This report is for one (1) ao handle torque limiting3.0nm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample found defect with ao handle torque limiting3.0nm. The torque was test high as the specification. A dimensional inspection was not performed as it is not applicable to the complaint condition.. A functional test was performed. - torque meter: ez-torq iii ID# cd78632] rev. D (current and manufactured) -torque specification for the device is 2.75-3.25 nm -actual measured values range from 3.233-3.490 nm -adaptor number for connection to meter: 103579293 the device is performing high on the specification according to rev. D (current and manufactured). The complaint condition was replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the ao handle torque limiting3.0nm would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: 103327943 rev. D (current and manufactured) dimensional inspection: n/a a review of the receiving inspection (ri) for ao handle torque limiting3.0nm was conducted identifying that lot number- km881265 was released in three batch. Batch1: lot units were released on 21 feb 2020 with no discrepancies. Supplier : depuy : tecomet inc. Batch2: lot units were released on 21 feb 2020 with no discrepancies. Supplier : depuy : tecomet inc. Batch3: lot units were released on 13 mar 2020 with no discrepancies. Supplier: depuy : tecomet inc. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.